Manufacturer narrative:
It was reported by a company representative that a getinge field service engineer (fse) performed running test on the iabp and was able to duplicate the reported issue. It was confirmed that the 10 amp fuse on the power supply was blown out, and to fix the issue, the fse replaced the motor controller board and the fuse. Further running tests were performed on the iabp and the fse confirmed that it was operating properly. The iabp was then released back to the customer cleared for clinical use.

Event description:
The customer reported that on (B)(4) 2017 intra-aortic balloon pump (iabp) therapy started. On (B)(4) 2017 during procedure, the iabp suddenly alarmed and stop pumping, and the display monitor was no longer on. Although the customer attempted to cycle power off and back on, the iabp did not restart. The customer replaced the iabp to a cs300 to continue iabp therapy. No patient injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that on (B)(6) /2017 intra-aortic balloon pump (iabp) therapy started. On (B)(6) 2017 during procedure, the iabp suddenly alarmed and stop pumping, and the display monitor was no longer on. Although the customer attempted to cycle power off and back on, the iabp did not restart. The customer replaced the iabp to a cs300 to continue iabp therapy. No patient injury was reported.